Event description:
Blood pressure monitor; started reading high about 3 months ago. While at her doctor appointment, she compared results with the doctor's machine. Dr's result 109, sl result- 143. She asked her dr. To look at it for her, but they told her to call the 800 number and have a replacement sent. She also requested a bigger cuff to be sent due to the standard cuff not fitting properly. A return label will be requested..